Event description:
The customer reported that the image was out of specifications. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the image size, pos, focus, and dap calibration. The system now operates as intended.